Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and found that customer has been having problems with reading barcodes for multiple months. A new software version that has not been released yet was given to do some testing. Customer had found 10 patient samples that were giving them problems. Ran all 10 with old software(5.20) and got 8 out of 10 to read. Loaded in ver. 5.23 that allows barcode reader to stay on slightly longer. Ran the same 10 patient samples and unit read all samples 10 out of 10. Ran several times with same results. Software is not released yet so loaded back in old software. Will return to load updated software upon release. The most probable cause of the reported event was the software failure.

Event description:
On (B)(6) 2015 the customer reported a no reads on patient barcodes with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.